Event description:
It was reported that this right ventricular (rv) lead exhibited out of range pacing impedance measurements, loss of capture (loc), high capture thresholds and noise. A lead fracture was confirmed, therefore, a revision procedure was performed and this lead was capped and surgically abandoned. A new lead was implanted. No additional adverse patient effects were reported.